Manufacturer narrative:
(B)(4).

Event description:
The pt was "sick" and had been throwing up since (B)(6) 2011. The pump was refilled on (B)(6) 2011. The pump contained morphine. At that time, the pump was interrogated and revealed it had not been working for 48 hours. The pump was restarted and the pt was given oral morphine to help control pain symptoms. As of the date of this report, the pump began alarming again; the pt heard a single tone beep. The pt had an appointment to see the hcp later that day. Pump replacement was being considered. Additional info has been requested, but was not available as of the date of this report.